Event description:
It was reported that a catheter break occurred. An opticross 6 hd was selected for use. During preparation the telescope detached from the catheter. A new catheter was prepared to complete the procedure. No patient complications were reported.